Event description:
Spontaneous call from pt to report the battery cap to her ms3 pump has broken into pieces. We do not have replacement cap so we are replacing the pump. Sn is (B)(4). No interruption to therapy and we are sending a return box. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.